Event description:
Customer reported via phone, the insulin pump had stopped working. Customer stated she was pregnant and she wasn't getting any insulin. Customer stated if she is out at 80 degree weather the insulin pump freezes on her. Blood glucose was 200 mg/dl and she hasn't gotten any insulin for an hour and half. Troubleshooting for keypad anomaly was performed. Customer stated the buttons were not responding and the display screen is moving but time was behind. Customer had taken a nap prior to the anomaly occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump was received with intermittent down button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. The device was tested with a water fill reservoir and monitored. A 1.0u per hour basal rate. Several bolus were programmed and delivered during this period. The device delivered properly, all programmed bolus and basal profiles. All bolus and basal history was properly recorded at the bolus, basal and daily totals history screens. No bolus or basal delivery anomalies were noted.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.